Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. During the follow up call, the customer stated she had to received medical intervention due to not being able to get a result from the meter. The hospital was also not able to get a result on their meter either when she went in and they administered insulin and was put on an IV. Then rechecked her blood sugar and was able to get her sugar level down to 446 mg/dl and once they was able to get her blood sugar around 200 mg/dl and she was released. The customer did not stay in the hospital and is currently not experiencing any symptoms at this time.

Event description:
Consumer initially reported complaint for e-5 error code. During the call, a back to back blood test was performed by the customer fasting and produced test results of hi using truemetrix meter. The customer¿s expected fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/29/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).